Event description:
It was reported that: (see the appendix): additional information received from balt extrusion: "balt extrusion sas was notified of an incident that occurred in germany. The incident description provided by bfarm is as follows: "primarily a foreign body reaction. Endovascular treatment of a recurrent aneurysm (acoma) using balloon-assisted coiling via the left internal carotid artery on (B)(6) 2026. Follow-up MRI the next day showing a few focal emboli, but no oedema of the cerebral parenchyma. Subsequent medication: asa (for 4 weeks), eliquis (for af). On (B)(6) 2026, a generalised seizure followed by status epilepticus. On the cct scan of (B)(6) 2026, multiple haemorrhages in the left hemisphere. On the MRI of (B)(6) 2026, multiple flair-hyperintense oedema extending beyond the haemorrhages with multiple microhaemorrhages - only in the left hemisphere. Overall, a severe course. Additional equipment: balloon (eclipse by balt), microcatheter (excelsior sl10 by stryker), coil (anterior communicating artery aneurysm: tetra target - stryker). The patient's sister also presented with symptomatic flair-hyperintense parenchymal changes approximately 3 weeks after the procedure (balloon-assisted coiling). These resolved under dexamethasone. Equipment: envoy da xb (johnson & johnson), balloon (eclipse by balt), microcatheter (excelsior sl10 by stryker), coils (tetra target - stryker). We cannot identify a single catheter. It may be a problem with the combination of catheters used in the procedure (e.g. Friction causing detachment of the catheter coating)." A suspected foreign body reaction was reported during a procedure involving the eclipse2l catheter, as well as medical devices from other manufacturers. The incident led to postoperative neurological symptoms"

Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.